Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy with variceal banding procedure performed on (B)(6) . According to the complainant, during the procedure, the bands would not fire. Reportedly, the "bander" was properly placed on the scope. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly did not present any visual damage. It was noted that the trip wire was rolled in the handle assembly and it was kinked. It was also noted that the trip wire was secured in the handle slot, the slack was removed properly, and the crimp was present on the trip wire. Additionally, the suture was attached to the trip wire and the suture knots and loop were intact. The ligator head and the bands were not returned. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was not confirmed. The ligator head and bands were not returned for analysis. Upon analysis, it was found that the trip wire was kinked. The kink in the trip wire could have been caused by the handling and manipulation of the device during set up, from pulling slack, or during removal from the endoscope. However, the returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy with variceal banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands would not fire. Reportedly, the "bander" was properly placed on the scope. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.